Event description:
Information received regarding the explanted device notes premature end of life, back-up mode and recurring telemetry errors. The patient was psychologically affected but recovering.